Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by turbid effluent. The cause of the peritonitis was not reported. One day after the symptom onset, the patient was diagnosed at the outpatient department. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available because the reporter declined follow up.